Manufacturer narrative:
(B)(4).

Event description:
Procedure type: craniotomy. According to the reporter: 2 to 3 weeks after the procedure, the pt felt pain and re-operation had performed. An abscess was found. Oozing within 250 ml. No info of tissue harm and operating room time extension.